Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported they continue to have difficulty getting the ptm (personal therapy manager) to connect to the pump. When attempting to connect it gets stuck on 90%. The caller's wife came on the line and stated that they were instructed on how to clear data from the handset, and they do that every week but it still takes a long time to connect. The pump was implanted in patient's back side and the agent reviewed best placement of communicator over the pump and the caller was able to successfully connect while on the call with very little delay. This resolved the reported issue. Additional information was received on 04-apr-2025 from the patient¿s representative who reported they clear the data once per week and the ptm was still lagging. The agent reviewed to clear data more often. Additional information was received on 14-apr-2025 from the patient¿s representative who reported they hate the device. It was taking a long time to connect to the pump, and they had called before for instructions on who to delete the data. The caller stated they have to delete the data almost every week. The patient boluses 6x day. The caller would monitor in a week how long it is lagging at 90% and call back if they need further assistance.